Event description:
In (B)(6) 2013 I had the essure birth control placed to prevent pregnancy and possibly help with heavy bleeding during periods. The procedure itself was quite painful and I spotted heavily for two weeks after the procedure and then moderately to lightly four weeks after that. I also experienced cramping, some severe, and fatigue during that period of time. I discussed the symptoms with my doctor and she advised me that the symptoms should subside over time. During my first period after the placement I bled heavier than I can ever remember bleeding and had cramps so sever I would crouch down until they subsided. Again I was advised by my doctor that these symptoms should subside and to give the device more time. I then began to experience fairly rapid weight gain and mood swings with headaches. With each period for the remainder of 2014 the symptoms increased and in (B)(6) made an appointment with a new doctor in the state that we had moved to. After speaking with her in length about the problems we decided it best to have a partial hysterectomy to stop the issues. In (B)(6) 2015 I had a partial hysterectomy and since have had none of the terrible symptoms that were previously experienced.